Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, there was stenosis and a dissection occurred. The 90% stenosed target lesion was located in the diagonal vessel. The reference vessel diameter was 2.5mm and the lesion length was 12mm. Direct stenting was not attempted. A 2.50x20mm taxus stent was implanted. Due to residual intra-stent stenosis and the presence of a dissection, a 2.25mm/8mm liberte stent was then implanted. The procedure was technically successful. Residual stenosis was 0%. The patient was discharged two days after the index procedure without angina or silent ischemia. The discharge medications were aspirin 200mg daily and clopidogrel 150mg daily were prescribed for 1 month.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.